Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device.. The visual inspection of the opened samples noted one suture and one needle. The suture was broken and the needle was bent at the middle. Upon microscopic inspection, instrument marks were observed near the bend site. As no sealed samples were returned, a bend moment, needle attachment, or simple knot test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected unreported conditions of suture broke and needle bent that have no relationship to the reported condition. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. A definitive root cause could not be determined with regard to the condition of suture broken. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the uterus on a laparoscopic myomectomy, both needle and thread broke. Another suture was used to complete the case. There was no patient injury.